Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >400 mg/dl (high) while wearing the pod longer than 48 hours. It was also reported that the pod's cannula was not properly inserted. Symptoms reported include hyperglycemia, vomiting, dizzy, and shaking. The patient was treated with IV (intravenous) insulin and fluids. The patient was released three days later. The pod was not worn when seeking medical attention.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The linkage assembly was partially extended, indicating that the needle mechanism fired into the needle cap. Open removal of the needle cap, the needle mechanism fully deployed as intended. No timeouts or drive stalls were observed. No damages or deficiencies were observed. As the device was received not deployed, it is impossible for the cannula to have been properly inserted. The pod functioned as intended.